Manufacturer narrative:
Device received with blank display, problem isolated to electronic assemblies. Unable to verify unresponsive buttons, frozen display or software error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error detected alarm and frozen display. Customer¿s blood glucose was unknown. Customer reports that the after troubleshooting software error detected alarm was occurred again. The insulin pump will be returned for analysis